Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead migrated. Also, undersensing and high pacing threshold was noted. In addition, the patient with this rv lead manifested twiddler's syndrome. This lead was repositioned. No additional adverse patient effects were reported.